Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer's insulin pump stopped working. The customer reported that the insulin pump was showing below 40 and it said to replace battery, then they changed the battery and had partial menu with reservoir and tubing in home screen. The insulin pump showed yellow battery icon then it automatically went off. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.